Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of the incident. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratched on screen and hard to read in sunlight. Customer stated that the insulin pump had cracks, where they read the numbers. Customer stated that the insulin pump was over heated and got hot once. The device will not be returned for analysis.